Manufacturer narrative:
Manufacturer¿s investigation conclusion the reported event of a ¿broken strain relief on the white power lead¿ could not be confirmed through this evaluation. The system controller was discarded and not expected to return for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the serial number of the replaced system controller is unknown.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the strain relief on the white power lead of the system controller was broken. The system controller was exchanged. There were no adverse consequences reported.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.